Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had screws missing on the ac power input. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the screws on the power block using the cardiosave console cover screw kit. Subsequently, the fse ran the iabp unit through a helium leak test for thirty (30) minutes. The fse observed that the iabp unit readings began at 210 psi and ended at 209 psi. The readings were within factory specifications. The fse then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.